Event description:
A customer reported an issue with cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided information for a pump reset and guided the customer through the process, which resolved the error and allowed the customer to successfully start their sensor session.